Event description:
It was reported that an unknown drug solution was found leaking from unknown location and pooling inside a basal/bolus infusor during filling. There is no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection was performed, and no evidence of a leak was observed. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot number 13d022, was manufactured between april 3, 2013 - april 5, 2013. A batch review was conducted and it was found that during manufacturing, there was a leak observed during functional testing. After the rework, there were no defects observed. The lot met acceptance criteria for release. The device has been received by baxter and is currently in the process of being evaluated. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.